Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have melting on one side of the grip-tip. The thermal damage was found at the top of the tip. As a result of the damage, a section of the grip-tip is melted and missing. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The probable root cause is attributed to inadvertent energy application from another monopolar instrument during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the monopolar curved scissors instrument had a chip at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.